Manufacturer narrative:
(B)(4).analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the lead was dislodged due to twiddler's syndrome. The lead also exhibited high capture threshold. The lead could not be repositioned during a lead revision procedure due to a helix issue. The lead was explanted and replaced. The patient was stable.